Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The target lesion was located in the left anterior descending artery. The lesion was predilated with an unspecified 2.0 x 20mm balloon. The 2.5 x 20mm promus element mr stent delivery system was advanced, but was unable to cross the lesion. The stent struts were noted to be damaged. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is combination product. (B)(6). (B)(4).

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The target lesion was located in the left anterior descending artery. The lesion was predilated with an unspecified 2.0 x 20mm balloon. The 2.5 x 20mm promus element mr stent delivery system was advanced, but was unable to cross the lesion. The stent struts were noted to be damaged. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR.: a visual and microscopic examination identified kinks along the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The crimped stent, balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).